Event description:
A consumer reported that their spouse used thermacare pain relieving heatwraps, knee wrap 1 applic, 1/day for 1 day because he thought he sprained his knee" in 2005 and reported the following: blisters on knee beginning in 2005, burn knee beginning in 2004. She stated that he wore the wrap in the afternoon and when he removed it in the evening he had pretty bad burn/blister, the size/shape of one of the heat disks on the back of his leg. Their spouse reported that he had to go to the emergency room for the sprain three days later and the physician prescribed an unspecified cream and bandaged the burn; he stated that he was to return to the emergency room to have follow-up for both the sprain and the burn eight days later. The case outcome was improved. Past medical history included: allergy none reported, medical history-none reported. Concomitant medications included:none reported. Other product used previously: yes - thermacare, version unk. Same day drug and poison information center follow-up phone call: the consumer reported that he had followed-up in the emergency department the previous day and was told that the burn was third degree and infected. He stated that he was given keflex and instructed to change wet-to-dry dressing every four hours. The consumer reported that he was scheduled to follow-up with his primary care physician three days afterwards. The attorney reported that his client sustained a rather severe third degree burn on the inside of his right leg calf in 2005 as a result of his use of a thermacare knee wrap. The attorney stated that a nasty infection had developed and required medical treatment causing his client to miss several days of employment. The attorney reported that his client received unspecified medical treatment for the severe third degree burn he sustained on the inside of his right leg in 2005 and a rather nasty infection that developed as a result of his use of a thermacare knee wrap.